Manufacturer narrative:
Initial reporter¿s phone number: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device struggled to run while clamping a k-wire, did not secure smaller diameter k-wires on each setting, and got hot. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during post-surgery, it was observed that the quick coupling device got hot during use. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.